Event description:
The customer reported, that the temperature of the ortho provue analyzer was out of specification. The customer indicated that patient testing was not taking place at the time of the incident; no erroneous results were reported. The user detected the issue preventing erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined. The customer rebooted the instrument to resolve the issue. Therefore, service was not required to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.